Event description:
It was reported that this right atrial (ra) lead has a suspected fracture. It was noted that this lead had high out of range pacing impedance. Additionally, there were multiple atrial tachy response (atr) episodes due to noisy signals. It is suspected that the fracture occurred when the patient had shoulder surgery due to a fall. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead has a suspected fracture. It was noted that this lead had high out of range pacing impedance. Additionally, there were multiple atrial tachy response (atr) episodes due to noisy signals. It is suspected that the fracture occurred when the patient had shoulder surgery due to a fall. The lead remains in use. No adverse patient effects were reported.